Manufacturer narrative:
Date sent to FDA: 09/14/2020. Additional information: a2, b7, d3, g1, g2.

Manufacturer narrative:
Date sent to the FDA: 02/25/2020. Corrected information: g1.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent recurrent umbilical hernia repair surgery on (B)(6) 2017 during which the surgeon noted ¿there were adhesions of omentum to the abdominal wall, loops of small bowel and to the superior and inferior of the previously placed mesh and that the mesh had failed inferiorly and was pulled away from the fascial edge. Then the surgeon lysed adhesions of the omentum off the mesh and several loops of small bowel that were herniated through the recurrent defect and adhered to the mesh.¿ it was reported that the patient experienced severe pain, bloating, inflammation and infections. No additional information is provided.